Manufacturer narrative:
Concomitant: product ID 3093-28, lot# j0309681v, implanted: 2003-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 3031a, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that the patient had been experiencing pain on the side where implantable neurostimulator (ins) was. She felt pain in her back around the ins area and the pain was radiating down her leg. She was on vacation when she first noticed it and she had to limit her walking because it was bothering her. When she turned at night she could not get a position that was comfortable. She addressed it with her urologist back in (B)(6) 2015 and the urologist did not think pain was related to her device. The patient then went to the orthopedic hcp and has been doing a physical therapy. Nothing helped to resolve the pain. Even pain pills for the back. Physical therapist thought pain might be related to the device and thought the ins might be in the way of something. There were no falls and no trauma reported. Onset of symptom was gradual. Additional information received from the healthcare provider reports the actions taken to resolve the patient's pain in their back, radiating down their leg was antibiotic. The cause of the patient's pain in their back was unknown.